Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a bilateral inguinal hernia. It was noted that during implant an umbilical hernia was repaired with sutures. It was reported that after implant, the patient experienced bilateral inguinal hernias with symptomatic reducible right inguinal hernia defect and incarcerated umbilical hernia defect, groin pain, scarring, and lipoma of cord. Post-operative patient treatment included revision surgery, excision of old mesh and lipoma of cord, repair of recurrent hernia with mesh.